Manufacturer narrative:
Alleged failure: shaver tip broke. Probable root cause: inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness . Excessive force applied by the user. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that tip broke. The broken tip was retrieved with no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that tip broke. The broken tip was retrieved with no harm to the patient.